Event description:
It was reported that the patient faced issue with three infusion sets on (B)(6) 2026 as infusion set fell off within eight minutes of use. The patient replaced infusion sets and resumed insulin successfully.

Manufacturer narrative:
MDR (B)(4) / initial 3 of 3. E1: event country: (B)(6). Name: tandem country: united states of america street address: 11045 roselle street city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.